Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with a pacemaker. Technical services provided troubleshooting options however, the hcp was not in the patient's room. Ts recommended to contact the local representative if the interrogation was not successful. At this time, the device remains in service. No adverse patient effects were reported.